Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that one vc connect faradrive 180j was selected for being used, it was energized but puncture was not possible. The procedure was completed with another of same device and no patient complications occurred. The device is not expected to return for laboratory analysis since it was discarded in facility.